Manufacturer narrative:
Upon receipt, the lead was found dissected some 47 cm proximal to the lead tip. Only the distal fragment was returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explant procedure. The analysis of the returned fragment demonstrated at approximately 7 cm proximal to the lead tip a rubbed through insulation. The finding can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Furthermore cuttings in the insulation were detected which resulted most likely from the explant procedure. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high impedances and loss of capture. This lead was replaced with a similar lead. Should additional information become available, this file will be updated.